Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s medication history included chronic pain. It was reported that the catheter was cut during dissection for an unrelated surgery. It was identified by visual inspection. Csf (cerebrospinal fluid) flow was noted at distal portion of cut catheter. During the procedure, a catheter revision kit was used to cut the anchor and reconnect the catheter; a connector was used at the anchor point. The issue was resolved. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.